Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight months after the dental implant was placed, in ada site #7 of the patient¿s mouth, non-osseointegration was observed. Patient presented with bone type iii and an infection was involved at time of placement. The device will be forwarded to the manufacturer for investigation. Patient reported pain and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that eight months after the dental implant was placed, in ada site #7 of the patient¿s mouth, non-osseointegration was observed. Patient presented with bone type iii and an infection was involved at time of placement. Patient reported pain and swelling at time of event, no further complications were observed.